Manufacturer narrative:
(B)(4). The customer complaint indicated that there was damage like a hole or rip in the tyvek. Two sales units were returned with six sealed packages in each. The cartons had slight crush/compression damage on the cartons. Each package inside the cartons was visually inspected. On visual inspection, it was confirmed that one package from each carton had a small hole aligned over the device knob fin. The holes were confirmed using the dye test per tm5016. The remaining ten packages exhibited no damage. The hole characteristics appear indicative of damage caused from the inside of the package outwards rather than damage that was caused from the outside-into the package. When seen under magnification, it was observed that the edges of the hole were ragged indicating the damage was a tear or separation of the tyvek fibers rather than a cut on the package. It does not appear that there is an orientation of the package inside the carton that would have facilitated contact between the area where the package was damaged and the center of the crush damage on the carton. The inside of the carton was examined, but no markings were observed that might indicate sustained contact with the surface of the damaged package over the device knob fin area. The cause or origin of the holes cannot be determined.

Event description:
It was reported by the international affiliate that at their receiving facility during the visual inspection, a defect was seen - damage like a hole or rip on tyvek in a package. The product was not at a hospital.

Manufacturer narrative:
(B)(4).